Manufacturer narrative:
A ge service rep performed an on site investigation. The filament drive and x-ray tube were replaced and the ps1 power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9900 system had a filament regulator error outside a case. No pt injury was reported.